Event description:
Discordant troponin results were obtained on two patient samples on an advia centaur instrument. The discordant results were reported to the physician(s). The samples were rerun on the same instrument after service and resulted as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. After evaluation of the instrument and instrument data, it was discovered that a bottle of base reagent had been placed in the wash 1 reagent position. The fse then cleaned the wash 1 reservoir and decontaminated the wash 1 tubing. It was also confirmed that color-coded labels were present for the acid, base, and wash 1 reagent positions and that the operator was trained on proper fluid position on the advia centaur instrument. The cause of the discordant troponin results is user error. The instrument is performing according to specifications. No further evaluation of this device is required.